Event description:
Alleged per legal claim: (B)(6) 2018 - patient was diagnosed with incisional ventral hernia thereby underwent repair with implant of ventralight st w/ echo. (B)(6) 2019 - patient visited hospital for right lower quadrant abdominal pain, loss of appetite and loose stools. Cat scan revealed increased fluid accumulation in the small and large bowel with mild dilation in several loops of jejunum. (B)(6) 2019 to (B)(6) 2019 - patient visited hospital for abdominal pain with nausea and dehydration, occasionally vomiting. Cat scan revealed that stomach was distended and filled with fluid. There was multiple fluid filled loops of small bowel to the level of the ileum. 22-jun-2021 - patient underwent robotic assisted extensive lysis of adhesions. There were extensive intra-abdominal adhesions due to the previously placed mesh. Adhesions between the small intestine and the lower portion of the abdominal wall from the previously placed mesh were lysed. Per limited medical records provided: (B)(6) 2018. Patient was diagnosed with recurrent incisional hernia with obstruction thereby underwent robotic repair with implant of ventralight st w/ echo. Per operative notes, ¿reduced the incarcerated small bowel from the hernia sac. The small bowel was densely adherent to the abdominal wall and to the old mesh which were separated and reduced from the abdominal wall. A circular ventralight st w/ echo mesh was inserted into the peritoneal cavity and sutured.¿ (note: there was no product identifiers provided for previously placed mesh). 22-jun-2021 ¿ patient was diagnosed with small bowel obstruction due to adhesions thereby underwent robotic repair with mesh removal. Per operative notes, ¿there appeared to be several adhesions between the omentum as well as loops of small intestine in the anterior abdominal wall to a previously placed mesh. Previously placed mesh and adhesions were lysed sharply."

Manufacturer narrative:
Alleged patient was diagnosed with seroma, bowel obstruction, adhesions and abdominal pain thereby underwent repair with mesh removal. Based on the information provided by the attorney and review of limited medical records provided, no conclusions can be made. The instructions-for-use supplied with the device lists seroma and adhesions as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.